Manufacturer narrative:
Follow-up #1 date of submission 09/29//2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the pump black box data no evidence of short battery life. The black box showed an unacknowledged eaw 162 loss of prime warning. No low battery warning preceded the replace battery alarm due to the unacknowledged loss of prime warning. During a visual inspection of the pump, the battery compartment was observed to be intact. The battery cap secured properly to the pump, however, the coin slot on top of battery cap was damaged. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.